Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm o the insulin pump. Customer's blood glucose was 468 mg/dl. The mother was unable to troubleshoot at the time of the call because the customer was not present. The customer was advised to call back to troubleshoot. The mother declined to return the insulin pump for analysis.